Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had decreased below 70 mg/dl. In addition the patient reports being unsure of the cannula had properly inserted at activation. Upon removal of the pod from the insertion site the patient reports the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.